Manufacturer narrative:
Visual inspection did not find any foreign material or contamination on the contact spring or setscrew that could contribute to the complaint reported by the field. The device was tested on the bench, and normal device characteristics were observed. The device outputs were monitored and were found to be within specification. The reported event of no output was not confirmed.

Event description:
During the initial implant, the device did not have any pacing output. The device was able to be interrogated and programmed. The device was replaced and the patient was stable with no consequences.